Manufacturer narrative:
The a1cx3 reagent lot number was 765168 with an expiration date of 31-mar-2025. No issues were identified during a review of the alarm history. The field service engineer (fse) found sample clots in the sample probe and the reaction cells. The fse cleaned the sample probe and reaction cells. The instrument was verified by instrument checks, air purges, and a 21-cup precision using the customer's qc material. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The c503 analyzer serial number is (B)(6).

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 503 analytical unit. Patient 1 initial result was 11.60%. On (B)(6) 2024 the sample was repeated twice with results of 5.08% and 5.27%. "Patient 3" initial result was 14%. The repeat result was 6.6%. On (B)(6) 2024 "patient 4" initial result was 9.15%. On (B)(6) 2024 the sample was repeated twice with results of 5.16%. On (B)(6) 2024 "patient 2" initial result was 9.4%. The repeat result was 5.08%. The repeat results were believed to be correct.